Manufacturer narrative:
This product remains implanted and has not been returned. As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device and left ventricular (lv) lead exhibited loss of capture in all vectors during implant. Technical service (ts) consultant provided recommendations, and advised to recheck implant tomorrow before discharging patient. New information was received during the post op check confirmed normal thresholds, pacing and sensing. However the lv lead continued to exhibit loss of capture, and patient experienced phrenic nerve stim when standing, regardless of lv vector. The lv lead was electrically disabled and remains implanted. No adverse patient effects were reported.